Manufacturer narrative:
Submit date: 7/24/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a needle went through the sharps container and stuck the clinician when she was placing it in the biohazard bin.

Manufacturer narrative:
Submitted 12/27/2018. An investigation was performed for the reported customer complaint: ¿the customer states a needle went through the sharps container and stuck the clinician when she was placing it in the biohazard bin. Customer reports: a needle went through the sharps container giving the hcp a needle stick.¿ no lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. A root cause could not be determined. The probable root cause associated with this event may be improper handling/carrying of a filled sharps container for disposal below recommended fill line by user. There was no information in the complaint regarding fill level for the container. As per the IFU carrying/lifting instructions ¿never hold or carry used container below recommended fill line. Use additional caution with containers that do not have handles.¿ also per IFU precaution ¿do not hold or carry container close to the body¿. Also there is a caution on the label stating ¿forcing could cause puncture¿. The reported customer complaint could not be confirmed. A root cause could not be determined. The probable root cause associated with this event may be improper handling/carrying of a filled sharps container for disposal below recommended fill line by user. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/30/2018. This complaint is a duplicate of another report which was already sent: 1424643-2018-00007. This complaint record will be closed as a duplicate and any supplemental reports will be submitted via 1424643-2018-00007. If information is provided in the future, a supplemental report will be issued.